Event description:
Cypher (3.5/23mm) was inflated at the target lesion by direct stenting. While the stent delivery system was being inflated at 10atm, contrast medium leakage was observed and balloon rupture was confirmed. Therefore, post-dilation was conducted with a balloon (product unknown) and the stent was implanted safely. The target lesion was the mid right coronary artery. The lesion was not calcified or tortuous. There was 99% stenosis. Ivus was conducted and there was no flexion or calcification observed. There was no reported patient injury.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete, as noted in h3. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.